Event description:
It was reported that during an unspecified procedure, there was a hole in the sheath. There appeared to be a hole on the side of the accustick ii system .038 j introducer sheath. The wire bent outside of the hole and the physician nearly lost access. The patient status I s listed as good with no complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: residue was present on the product indicating the device was used. From visual evaluation, the introducer sheath along with the stiffening cannula was found bent/kinked at the proximal end near the hub likely due to customer handling/prep/usage of the device. The outer sheath was found pierced at approximately 11.5cm from proximal end of the device. No puncture/hole was observed on the introducer sheath (inner sheath). The tip of the outer sheath was found torn likely due to customer usage of the device. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4)

Event description:
It was reported that during an unspecified procedure there was a hole in the sheath. There appeared to be a hole on the side of the accustick ii system .038 j introducer sheath. The wire bent outside of the hole and the physician nearly lost access. The patient status I s listed as good with no complications reported.

Manufacturer narrative:
(B)(4).